Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g2, g3, g6, h2, h3, h6, h10, h11. The following section was corrected: h6 component code. H11 - attempts have been made to gather all product identification information and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A journal article was retrieved from scientific reports (2024) that reported a study from china. The purpose of the study was to compare the clinical outcomes of simultaneous bilateral and unilateral uka. A retrospective review was performed between 2019 and 2022 on 280 patients (130 simultaneous bilateral vs. 150 unilateral oxford uka) who performed by two experienced surgeons. Patients in both groups underwent surgery according to the microplasty instrumentation system, with congruent postoperative management and carefully standardized follow-up. The indication for surgery was u-uka group exhibited unilateral knee osteoarthritis, while the sb-uka group had bilateral manifestations. The u-uka group consisted of 34 men and 116 women, with a mean age of 63 (50¿81) years and a bmi of 27.3 (20.2¿39.6) kg/m2. On the other hand, the sb-uka group consisted of 4 men and 106 women, with a mean age of 62.6 (49¿80) years and a bmi of 27.7 (19.5¿39.8) kg/m2. Follow-up was conducted at one, three, six-, and twelve-months post-surgery in both groups. The study reported dvt for 3 patients within the sb-uka group. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: china. Citation: yu hao, jia li, jun li, feng zhao, xiaoguang yu, shunlong liang, chenda zhang, wei dong & guobin liu, et al. (2024) comparison of clinical outcomes of bilateral and unilateral unicompartmental knee arthroplasty for the treatment of knee osteoarthritis. Https://doi.org/10.1038/s41598-024-81995-7. Scientific reports volume 14, article number: 30953 (2024). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.